Event description:
The switch emitted sparks. Co inspection revealed the customer had altered the product by taping down the switch which is contrary to co's instructions. The electric cord was cut, resoldered and then taped. No deaths or injuries were reported.